Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was displaying an apply sample message. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (01/27/2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 1/10/2014 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have dry under spc pin 2 and around the test strip holder. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.